Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient developed some back pain sometime post implant. The patient was using an exercise ball to do back stretches causing the patient to partially rip the device pocket open. The patient was initially treated with medicine for a few weeks but were unsuccessful. Subsequently, the device was explanted. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.